Event description:
The procedure was a biopsy on the nose. The equipment was new, this was the second time the dr had used it, and the dr was having trouble with technique. There was excessive tissue damage and the dr excised it and closed. The dr expects it to heal well. The dr does not think there is anything wrong with the equipment.